Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard. The surgeon cut but there was bleeding due to lack of a seal. The surgeon mentioned that the pt tissue was inflamed with fluid pockets. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.